Manufacturer narrative:
Additional information recieved noted that this device will be returned for analysis. Upon analysis this investigation wil be updated.

Event description:
Boston scientific received information that during a follow up in (B)(6) 2011 this pacemaker's battery indicator was at a status of good. The physician elected to schedule a normal follow up. At the most recent follow up the battery indicator showed that the device had triggered end of life (eol), four months since the last follow up in (B)(6). The patient was hospitalized, and this device was explanted and replaced. No adverse patient effects were reported. At this time the explanted device will not be returned for analysis. Premature battery depletion was alleged. There was no adverse patient effects following the replacement procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.